Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) delievered approximately 35 shocks in 45 minutes. A review of the episodes was done. Several appear to be one to one correlation in which anti-tachycardia pacing was delivered, which accelerated the rhythm, and a tachy shock was delivered. Many appear to be ventricular fibrillation and the shock slows to rate to ventricualr tachycardia. The episode rates were 180 beats per minute. The patient stated he had a heart attack, however it is unclear if the episodes are related. The rv threshold increased since implnat, however the impedance was consistent and good.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered approximately 35 shocks in 45 minutes. A review of the episodes was performed. Several appeared to be one to one correlation in which anti-tachycardia pacing was delivered, which accelerated the rhythm, and a tachy shock was delivered. Many appeared to be ventricular fibrillation and the shock slows to rate to ventricular tachycardia. The episode rates were 180 beats per minute. The patient stated he had a heart attack, however it was unclear if the episodes were related. The right ventricular (rv) threshold increased since implant, however the impedance was consistent and within acceptable limits. A boston scientific technical services (ts) consultant discussed the possibility that there had been a change in tissue due to heart attack that may be a factor in threshold increase. A save to disc for ts analysis was done. Approximately 37 months later, the patient expired for unspecified reasons on (B)(6) 2010. No allegations were reported against the device as a result of the patients death. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.